Manufacturer narrative:
A revision procedure has been scheduled to be performed in june. A save to disk was performed and will be sent to boston scientific technical services for further evaluation. At this time, this crt-d remains implanted and in service. Once any further information is reported or the device is returned and analyzed, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) presented with noise oversensing on all three channels, pacing impedance measurements above 2,000 ohms, and shock impedance measurements above 125 ohms. However, no inappropriate shocks were delivered. The physician reported seeing this noise oversensing after the crt-d was repositioned under the pectoral muscle. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services (ts) consultant reviewed the disk and confirmed the out of range shock and lv impedance measurements and the noise oversensing. The ts representative discussed that this device may be exhibiting behavior associated with a weakened header bond and suggested performing pocket manipulations while running real time electrograms in order to see if the out of range measurements and noise can be recreated. At this time, this crt-d remains implanted and in service. Once the device is explanted, returned and analysis completed, this report will be updated.